Manufacturer narrative:
Hotline advised the customer not to use the instrument and scheduled a service visit. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and determined the leak originated from the wash buffer transfer pump tubing. The fse replaced the wash buffer transfer pump tubing. Hardware is the root cause of this event.

Event description:
The customer called beckman coulter inc., (bci) hotline regarding a fluid leak coming from the unicel dxi 800 access immunoassay system. Customer stated the fluid had leaked from the fluid tray onto the floor. The customer confirmed to hotline there was no exposure or injury as a result of this event.